Event description:
Customer reported a cartridge change error with their insulin pump, which did not cause their blood glucose level to exceed 500 mg/dl. Customers were instructed to inspect various components and clean the pump, but these steps did not resolve the issue, and they were unable to load the cartridge. Customer reverted to an alternate method of insulin delivery.